Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a no delivery alarm. Blood glucose value was 431 mg/dl at the time of the incident and was able to clear the no delivery alarm. The customer's blood glucose was 482 mg/dl at the time of call. The customer reported that they were nauseous and will be taking insulin to treat the high blood glucose. Troubleshooting was performed and it was discovered that the cannula was bent. The customer was advised to change the infusion set out and to treat her high blood glucose value. Nothing will be replaced or returned.